Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm icm125v4 in to the patient's right eye (od) on (B)(6) 2015. Low vault was noted. The lens was exchanged for a larger lens on (B)(6) 2015 and the problem was resolved.